Manufacturer narrative:
(B)(4). Batch # t93e8z. Investigation summary: the handpiece was received with the nose cone slightly separated from the mid-housing. No functional testing could be performed due to the separation of the nose cone and the mid-housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid-housing, moisture entered the handpiece mid-housing. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass the middle shaft of the device was rotating within itself. A similar device was used to complete the case. There were no patient consequences.